Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced itching and erythema from right heart catheterization prep. In turn, the patient was treated and resolved with benadryl via orally and intravenously. Note: this report is related to a clinical study patient and the issue was noted to be procedure related.